Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the male luer of an interlink t-connector extension set broke. This occurred with a patient on a continuous infusion at the time of a 96 hour protocol routine tubing change for continued therapy. The nurse was able to extract the set from the peripherally inserted central catheter (PICC) line. The PICC line did not require replacement. This line was being used for a d10 (dextrose solution) infusion in the pediatric intensive care unit (picu). This event caused a delay in therapy which was reported to be greater than 5 minutes. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.